Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. The insulin pump received with minor scratched lcd window, cracked retainer, missing serial number label, cracked select button keypad overlay, pillowing keypad overlay and cracked case behind the insulin pump at the battery compartment. Thus software was utilized and successful. No unexpected battery alarms or alerts in the insulin pump history noted. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. The insulin pump passed the active measurement test. No blank display during testing. However, pump error 43 alarm during the rewind test, pump error 68 alarm, pump error 49 alarm, pump error 23 alarm after battery change, pump error 75 alarm during self test and high sleep current measurement. Unable to perform the displacement test due to pump error 43 alarm during rewind test. The insulin pump was cut open and found moisture damage on the electronic assembly, motor, force sensor, keypad flex tail, internal battery, battery tube, 40 pin flexible printed circuit/lcd and vibrator. No moisture damage on the keypad dome switch and keypad traces during the visual inspection. The original electrical board 2 was removed and installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and pump error 43 alarm during the rewind test, pump error 68 alarm, pump error 49 alarm, pump error 23 alarm after battery change, pump error 75 alarm during self test and high sleep current measurement. The original electrical board 1 was removed and installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and pump error 43 alarm during the rewind test, pump error 68 alarm, pump error 49 alarm, pump error 23 alarm after battery change, pump error 75 alarm during self test and high sleep current measurement. In summary, customer alleged not confirmed for medtronic logo on the screen then pump went blank display and screen flickering. Customer alleged confirmed for the insulin pump expose to moisture damage. Cosmetic damage at lcd screen was not confirmed, however, other cosmetic damage was noted. Pump error 43 alarm during the rewind test, pump error 68 alarm, pump error 49 alarm, pump error 23 alarm after battery change, pump error 75 alarm during self test and high sleep current measurement due to moisture damage electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer reported that insulin pump was exposed to fluid, also cracked at back and also at screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.